Manufacturer narrative:
(B)(4). Evaluation summary: stent dislodgement can be influenced by many factors, including, but not limited tol improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Return of the sds and guide catheter may have assisted in the determination of a cause of the dislodgement. Since there was no report of any damage to the sds or stent implant prior to use, this suggests that the stent dislodgement was a result of the procedure and not a product quality deficiency. It is possible that the stent implant became damaged at some point, causing the stent to get caught inside the guide catheter, ultimately leading to the dislodgement during advancement, however, a conclusive cause cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. All sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that after inserting the xience v stent delivery system (sds) on the guide wire, the device was advanced through the guiding catheter without any difficulty. As the sds was advancing towards the lesion, x-ray showed that the stent remained inside the guide catheter while the balloon went out from the guiding catheter. The sds was removed and a snare was used to hook the stent implant inside the guide catheter. The guide catheter was removed with the snare and stent inside it. A 2.5 x 18 xience v stent was implanted successfully to complete the procedure. No adverse patient effects were reported. No additional information was provided.